Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that the "bladder stim used for neurofenic bladder from sci yrs before." The patient indicated that the device worked fine, but the patient's spinal stenosis progressed and the bladder was not responding so stimulation was discarded. The patient indicated that the stimulator was removed and they had a suprapubic catheter placed instead. The patient's spinal issue did not appear to be related to the device or therapy and a pre-existing condition worsening appeared to be the cause of the lack of therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device was not effective anymore which was reported to have started "3 years ago, it was 2014 or 2015" and then confirmed that the issue began in 2015. When asked if the issue was due to battery depletion the patient indicated that "my neurological condition made with my spinal cord injury made it so it wasn't receptive to the pulses so I had turned it off, and then they took it out." The patient indicated that there were no falls or trauma associated with this issue. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.